Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turn on. The customer stated that there was a delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not power on and drawer 4 on the main was the issue. A field service engineer replaced the controller board to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.